Event description:
The customer reported that during a colorectal procedure, could not pull the firing trigger at the third firing. It was too stiff. This resulted in an incomplete staple line. A new device was used to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one device was received with no visual non-conformances and with no cartridge present. However, three cartridges were received inside the bag and partially fired. The device was tested for functionality with a test cartridge and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle and it opened and closed without any difficulties noted. It should be noted that if the firing cycle is interrupted and the device is opened; if reinitiation of firing is resumed, the instrument will lock out. The mfg records were reviewed and no anomalies were found during the mfg process.